Event description:
It was reported the outer catheter buckled & got stuck in hard plaque in the vessel during a superficial femoral artery procedure (used off-label). The vessel was chronically obstructed, no flow from the groin to knee-limb salvage procedure. The stent was removed. Then replaced 3 stents in pre-dilated area to completely cover the superficial femoral artery. Each stent overlapped approx 1/2 cm. Flow was returned & no further complications were reported.